Event description:
Consumer bought an 2 packs of the 4ct up&up extreme one manual toothbrush and noticed that the bristles come out during brushing and out of the toothbrush. When the gst. And his kids would brush their teeth he stated 3-4 bristles would come out in their mouth.